Event description:
It was reported that partial stent deployment occurred. The patient presented with claudication. The target lesion was located in the moderately tortuous and moderately calcified left iliac arter. A (B)(4) epic vascular stent was advanced for treatment, however, the device did not deploy properly. The device was unable to be fully reconstrained and was crumpled. The physician snared the device and pulled through the sheath. The procedure was completed with another epic vascular stent. No patient complications were reported.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the inner liner is separated from the handle. The sheath is kinked 5mm from the tip. There is a kink to the inner liner 9cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.